Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. Driveline, pump pocket, and local infection are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the hmii lvas IFU. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated due to patient having had presented to the emergency department with increased shortness of breath sob, hematuria, increased driveline drainage with erythema and pain surround the driveline exit site after a fall and tugging 10 days prior. Technical service confirmed that there were no unusual events seen on the log file. No further information provided.